Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have not received any sample for analysis, only pictures showing in one of them a thread damaged and in another a thread broken (the needle is attached to the thread). Without any closed sample we cannot carry out an analysis in order to take a decision. As stated in the instructions for use of the product, when working with novosyn® suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, do not cause any crushing or crimping damage to the suture material. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause as no samples have been received for analysis. Final conclusion: in spite of receiving pictures showing defective samples, without closed samples a suitable analysis cannot be performed, and the case is considered not confirmed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future

Event description:
It was reported an issue with novosyn suture. The client reported that the doctor performed surgery (cervical cerclage) and it was found that the thread broke during the procedurem while closing the wound. Hence, he need to repeat suturing on patient's fascia. Additional information has not been provided.